Manufacturer narrative:
(B)(4). Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? => it was opened pneumonectomy. Can you please confirm what tissues were captured in the device jaws? => the proximal end of the superior pulmonary vein. Was there any calcification of the vessels? => no further information is available. Could there have been any tumor invasion into the vessel? => no further information is available. Were any clips used in the area of the firing? => no further information is available. What was the reinforcing material used? => no further information is available. Was the device closed and then reopened to reposition prior to firing? => no further information is available. Was the device difficult to close? => no further information is available. Was the device difficult to fire? => no further information is available. Was the tissue retaining pin placed automatically or manually? => no further information is available. Can more information be provided on the difficulties removing the device and how the device was ultimately removed? => no further information is available. Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? => no further information is available. Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? => no further information is available. Can more information be provided on the shape of the staples? => no further information is available. Can you please confirm the total blood loss volume? => 7000cc. Was the bleeding on the atrial side? => no further information is available. Was there an atrial injury? => no further information is available. Can more details be provided about how the bleeding was ultimately controlled? => a cardiac surgery performed to hemostatic treatment, but the sales rep did not know the detail. What is the current status of the patient? => the patient has monitored in ICU as of (B)(6) 2019. The patient has no postoperative complications and he is getting better as of (B)(6).

Event description:
It was reported that during a pneumonectomy procedure, the proximal end part of the jaws was caught in the tissue, and the device could not be removed from the patient after the 2nd firing. And, bleeding occurred while the surgeon tried to remove the device from the patient. The device was used on the middle part of the superior pulmonary vein at the first firing. Then, the deployed staples were not formed as expected, so that the device was fired on the proximal end part of the superior pulmonary vein as 2nd firing. The bleeding occurred from the proximal end part of the superior pulmonary vein. The amount of the bleeding was 7000cc, and blood transfusion was required. The amount of the blood transfusion was unknown. There was a possibility that an extra tension was applied on the tissue while trying to remove the device from the patient. The cartridge color was white. The reinforcing material was used. Additional suture was performed to complete the case. Additional information was provided that there was no information about the stapling form. The patient needed 7l transfusion during the operation. A cardiac surgery performed to hemostatic treatment, but details are unknown. The patient has monitored in ICU. The surgeon¿s comment: "there was a possibility to be fired not only the vessel but surrounding tissues or pericardium together. However, I could not judge it because there was no the operation video. In some case, I choose the black or gold cartridge and clamped bronchi, vessels or surrounding tissues together. It may have no good I used the tx with the same feeling and idea."